Manufacturer narrative:
Exact date unknown, event occured in (B)(6) 2016. Explant date: (B)(6) 2016. Additional suspect medical device component involved in the event: product family: scs-paddle leads: upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: 16114924.

Event description:
It was reported that the patient had a chronic infection. The patient underwent a spinal cord stimulator (scs) system explant procedure and the explanted devices were not returned. No further information has been obtained despite good faith effort.